Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be sent.

Event description:
Customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "maintenance code" alarm. Customer was unsure which maintenance code it was displayed, and stated that the patient was being supported on a back up iabp. No adverse event, patient harm or serious injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse checked the fault logs and observed "autofill failure" had recently occurred several times. The fse performed autofill calibration and safety disk leak test, and the device passed both tests. The fse suspected that the iab fill port luer was the problem due to plastic threads being completely engaged with the metal fitting on the safety disk, and to fix this issue, the fse replaced the luer fitting and performed multiple autofill tests with no resulting errors. The fse also ran the iabp on simulator for one hour with no errors and all functional and safety checks were met to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
Customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "maintenance code" alarm. Customer was unsure which maintenance code it was displayed, and stated that the patient was being supported on a back up iabp. No adverse event, patient harm or serious injury was reported.